Event description:
Pt presented with coarctation of the aorta. Lesion measured approximately 9mm while vessel diameter measured 15-16mm on either side of the lesion. The physician believed that the coarctation consisted of two constrictions. - a less pronounced lesion closer to the heart. Total length of lesion 26-30mm. The physician selected a 36mm doublestrut ld (s15-36) and mounted the stent on a zmed 16x4 balloon. The stent was deployed to 15mm. Dr stated that, due to lack of experience with this stent, the dr had placed the stent so that it jailed the subclavian by 2mm. After post-deployment evaluation, the physician believed the proximal end of the stent was un-apposed and decided to expanded the stent to 17mm. A zmed 18x4 balloon was inflated to two atm. Physician stated that the stent shortened (post-deployment measurement indicated stent length approximately 30mm) and missed the proximal part of the lesion. A 26mm doublestrut ld was mounted on the same zmed 18x4 balloon and the stent was deployed to 17mm to cover the proximal part of the lesion. Physician felt that the proximal end of the first stent (36mm doublestrut ld) looked irregular and that a strut seemed to be protruding from the stent in an abnormal manner. The procedure was completed and the pt returned to pediatric intensive care unit (picu). About 8pm the pt developed severe chest pain and was taken to the operating room. Dr was present. Upon external examination of the aorta, dr believed that a metallic object was visible and protruding from the aorta-near the area of coarctation. Both stents were removed and the aorta was repaired.